Event description:
The customer reported that the system was not making x-rays.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep replaced the b206 pcb. The unit tested ok.